Manufacturer narrative:
Patient information was unavailable from the site. While investigating the reported issue, a medtronic representative discovered a problem with the generator. The j1 connector between the cpu board and the system board was reseated. Reseating the connector resolved the error code. Both the medtronic representative and site representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system would not boot. The pendant displayed "system booting please wait". In trouble-shooting, the imaging system the representative rebooted the system several times which did not resolve the issue. Also, attempted rebooting with the umbilical cable disconnected, then reconnected this did not resolve the issue. The imaging system was being used for a confirmation spin only. Navigation was not involved in this event. The surgeon discontinued use of the imaging system and opted to proceed with an alternate method to confirm placement. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.